Manufacturer narrative:
Method: a review of the manufacturing records for the device(s) has been conducted. Results: a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in the following patient populations: ruptured aneurysms. Additionally, the IFU specifies: complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to: death.

Event description:
On (B)(6), 2007, the patient underwent emergent treatment for a ruptured thoracic aortic aneurysm and right hemothorax. The patient was implanted with two gore tag thoracic endoprosthesis, and underwent a right minithoracotomy washout, with placement of a chest tube to treat the hemothorax. The patient had one episode of hypotension and hemodynamic instability, which required resuscitation. The patient tolerated the procedure with no evidence of endoleak. On (B)(6), 2007, the patient was hemodynamically unstable with continued bleeding and a suspected proximal type I endoleak. An intraoperative aortic arch study and a diagnostic angiogram was performed, but revealed no endoleak or source of the bleeding. Emergent repeat thoracic repair was performed. Two additional gore tag thoracic endoprosthesis were implanted both proximally and distally. The physician chose to intentionally cover the left subclavian artery at this time. Completion diagnostic angiogram showed no endoleak. The patient became hypotensive, and active CPR was performed. Acls was carried out and an intraaortic balloon pump was placed 2 cm distal to the distal arch, and inflated. The balloon was secured and the procedure concluded. The patient released to ICU in unstable condition. The patient expired on (B)(6) 2007. The physician does not believe the device(s) caused or contributed to the patient's death.